Event description:
The customer reported that the system was displaying intermittent high kv and low ma errors.

Manufacturer narrative:
The ge service rep replaced the hv tank and verified operation and calibrations per the maintenance manual with no problems noted. The system is operating as intended.